Manufacturer narrative:
Additional h6 type of investigation code: analysis of images. The complaint for 'implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure' was unable to be confirmed based on evaluation of the provided imagery. As per imagery review, 'the lateral device appears attached to the anterior mv leaflet, but the posterior mv leaflet is no visible during systole or diastole making difficult to confirm the slda. There is lack of images with focus on this lateral device'. Based on the available information, a definitive root cause was unable to be determined. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Per report received from germany, edwards received notification of a pascal precision ace procedure in mitral position. One (1) day after procedure, a single leaflet device attachment (slda) occurred. Two (2) pascal devices were implanted. The mitral regurgitation (mr) grade before the procedure was severe, it was mild immediately post-procedure, and it was severe after the slda happened. Patient required surgical reintervention, mitral and tricuspid valve were replaced. Patient's final outcome was stable.